Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported entrapment of device (clip becoming caught in anatomy) cannot be determined. Image resolution poor is related to procedural circumstances as difficulty visualizing the anterior leaflet was reported. Foreign body in patient appears to be due to the procedural circumstances associated with the clip becoming caught with the anatomy (entrapment of device) and the clip being deployed only on the anterior leaflet. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Event description:
It was reported that a patient presented with grade 4 functional mitral regurgitation (mr) and restricted leaflets for a mitraclip procedure. One ntw clip was implanted. The second nt clip became entangled with the anterior leaflet and could not get loose. A good grasp was able to be achieved only on the anterior leaflet and the clip was deployed. The clip was stable. It was noted that there was difficulty visualizing the anterior leaflet, which dropped out of view. The mr was reduced to grade 2. There were no adverse patient sequelae or clinically significant delay.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.